Manufacturer narrative:
Corrected data: d4. The device history record (DHR) was reviewed. And there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Analytical testing of the explanted lens, found aliphatic hydrocarbon-based material and possible bacterial growth. Biological contamination may have occurred, due to explanation of the lens as well as transfer. The most likely, cause of the residue is the aliphatic hydrocarbon-based material. It is unclear, where this material originated from and contaminated the lens. The inserter used, during the procedure, has a polyethylene or a wax coating that may have transferred to the lens, during injection. Based on the available information, the root cause of this event could not be conclusively determined. However, it should be noted, that both injector and viscoelastic used in this event are not qualified for use with this device.

Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation. Visual inspection found the lens was in two pieces. The optic had been cut or torn with one haptic attached to each piece of the optic. Both haptics were bent. The lens is covered in a white substance that has a frost like pattern and appears thicker in some areas. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The investigation is on-going. A follow up report will be provided once additional information has been received.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the right (od) eye, the surgeon noticed that there was a film coating the lens with little deposits of unknown material. The surgeon attempted to gently remove the film by using a cannula tip, irrigation and aspiration (I/a), and a buffered salt solution (bss), but the attempt made the film worse. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary, however the original incision size was enlarged from 2.2mm to 2.7mm. No further complications were experienced and the reporting facility indicated there was no patient injury and the patient's prognosis is good.